Event description:
It was reported that the patient took a fall in (B)(6) 2013. The patient was then seen and impedances measured right ventricular (rv) coil impedance was greater than 200ohms, left ventricular (lv) ring to rv coil was greater than 3000ohms and lv-tip to lv-ring impedance was 874ohms. A lead fracture was suspected. The patient felt stimulation when paced lv-tip to lv-ring. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: d314trg implanted: (B)(6) 2011; 4296-88 implanted: (B)(6) 2011.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.